Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
It was reported, that the patient attended a follow-up visit at the clinic, due to an unspecified infection and pocket erosion. The skin around the device pocket was red. And the device was visible through the open incision of the implant site. On (B)(6) 2024, the physician removed the pacemaker and capped both the right atrial and ventricular leads to address the issue. A single-chamber pacemaker system was then implanted. Following the procedure, the patient remained stable and was subsequently discharged.